Event description:
Dr. Believed pt developed infection 1 week post-operation. Pt developed purulent vaginal drainage. Entire anterior wall was open, pelvicol exposed. Vagina separating a little. Abdominal incision looked bad. Pt was treated with antibiotics and "homones". Currently abdominal incision and vaginal incision has healed. No recurrent incontinence. Onset of infection was in 2001. Pt was treated peri-operative with ancef. No cultures were performed. Pt was treated w/abdominal incision infection at the same time. Week course of cleocin vaginal creme followed by daily estrogen creme. 2.0 vicryl sutures were used.